Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received only the distal end of the lead. The lead was cut 44.5/48.3cm (insulation/cables, liner, and coil) from the distal tip. Internal insulation abrasion was noted at 9.4 cm to 13.4 cm from the distal tip. The insulation abrasion breached the re cable lumen with no damage noted to the etfe cable coating. External insulation abrasion caused by friction to another device or feature of the heart was noted at 16.2 cm to 16.4 cm from the distal tip. The insulation abrasion breached the rv cable lumen with an abrasion noted to both of the etfe cable coatings. External insulation abrasion caused by friction to the device can was noted at 41.5 cm to 41.8 cm from the distal tip. The insulation abrasion breached the svc cable lumen with no damage noted to the etfe cable coating. All other damage noted to lead body was consistent with occurring at time of procedure. "Abbott is continuing to monitor this issue".

Event description:
This report is to advise of an event observed during analysis.